Manufacturer narrative:
One lighttrail single use laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken into two pieces. The first piece measured approximately 88.5 cm from the break to the distal tip. The second piece measured approximately 219 cm from the top of the connector to the break. The exposed glass tip measured approximately 6.0 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Functional analysis revealed that the fiber was recognized by the laser console and the fiber had been used one time. The aiming beam exiting the break was bright, clear and scattered. Effective transmission was not measured due to the breaks in the fiber. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a lighttrail single use laser fiber was to be used in a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during preparation and outside the patient, the laser fiber broke in half. The procedure was completed with another lighttrail single use laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported lot number does not provide a match in gcs2; therefore, the manufacture date and expiration date are unknown. (B)(4) for the reported event of fiber broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 31, 2016 that a lighttrail single use laser fiber was to be used in a lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during preparation and outside the patient, the laser fiber broke in half. The procedure was completed with another lighttrail single use laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.